Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump got a replace battery now alarm. The customer¿s blood glucose level was 8 mmol/l. Troubleshooting was performed for replace battery now alarm and noticed that the customer did not receive a low battery alert prior to the replace battery now alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed active current measurement, self test and displacement test. No low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. However, unit had high sleep current measurement due to moisture damage on the electronic assembly. The motor and force sensor had moisture damage.